Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of ¿it is not possible to move the control wheel and there is a reported leak in the washing machine.¿ this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the insertion part connecting tube protruded was found to be most likely due to a break and degradation problem identified. There was no patient involvement.